Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer added approximately 50-60 units of insulin to a cartridge containing 60 units of insulin, and received a minimum fill notification. The customer's blood glucose level was 225 mg/dl. Reportedly, the customer loaded a new cartridge successfully.